Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19355. It was reported the dependent patient presented in clinic with a hematoma and infection. Patient symptoms were unknown. The system was explanted and the hematoma was drained. A temporary system was implanted. The patient was stable.